Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed pressure test with "warning- leak and low vacuum alarms. Further investigation after opening the device revealed a pinched tube inside the device. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is determined to be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during routine maintenance of the renasys go unit, it fails over vacuum check. No procedure was being performed hence no patient was involved.